Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a pocket infection. The source of the infection was suspected to be a suture that was not removed. A temporary right ventricular (rv) lead was placed for pacing. The patient was treated with antibiotics. The crt-p system was subsequently replaced. No further patient complications have been reported as a result of this event.